Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo micro catheter was returned for analysis with onyx residue within the micro catheter hub. No ruptures were found with the micro catheter body. However, the 5.0cm detachable tip was found to be detached from the micro catheter and was not returned for analysis. Onyx residue was found to be occluding the distal end of the micro catheter. No other anomalies were observed. The product analysis does not suggest a potential or confirmed manufacturing issue. Additional information as to the return of the tip has been requested and investigation into the cause of the tip detachment is in progress. Once completed and/or additional information has been received, a supplemental report will be submitted. Reference MDR 2029214-2017-00476 for the onyx referenced in this event.

Event description:
Medtronic received information that the apollo 5cm microcatheter ruptured distally during onyx injection in an embolization procedure. The patient was undergoing onyx embolization procedure to treat an avm in the right occipital. There was minimal vessel tortuosity and the access vessel was the right vertebral artery. There was no vessel calcification. The reported device and any accessory devices prepared as indicated in the IFU. The catheter was flushed as directed. There were 2 major feeders from the right pca which was supplying the right occipital avm. The first feeder was embolized successfully with 1 vial of onyx-18 and an apollo 3cm micro catheter. A new apollo 5cm was then used to enter the second feeder and after completing all preliminary steps, injection began with a second vial of onyx-18. There was no resistance during delivery of the catheter. The deadspace of the catheter was flushed with dmso as directed. The injection rate was 0.1-0.2ml./min and the physician paused during injection for 2-3 minutes if reflux was happening. After injecting approximately 1.2ml of the onyx, the apollo ruptured at the distal end. There was no friction or difficulty during delivery. The physician observed this on the roadmap that onyx cast was coming out from an unintended location at the distal end of the apollo micro catheter. The apollo was immediately removed. Since there was a small residual nidus remaining, the patient was sent for radiosurgery to completely cure the avm. Aside from the rupture, there was no other damage to the micro catheter. There were no patient symptoms associated to this event.

Manufacturer narrative:
Investigation of the micro catheter has been completed. Based on the reported information and device analysis, the clinical observation was confirmed as the detachable tip was found to be detached from the catheter, however, no ruptures were found with the micro catheter body. During the device analysis, the micro catheter body was found to be damaged. It is unlikely this damage occurred prior or during the procedure as solidification of onyx would have occurred prior to exiting the micro catheter distal tip. In this event, it is possible use error contributed to the reported issues as it was reported there were pauses longer than two minutes. Pauses of onyx injection longer than two minutes can the onyx to solidify within the micro catheter distal tip subsequently causing the detachable tip to become prematurely detached if excessive pressure is used. During the device analysis, the micro catheter body was found to be damaged. It is unlikely this damage occurred prior or during the procedure as solidification of onyx would have occurred prior to exiting the micro catheter distal tip. Therefore, it is possible the damages to the micro catheter body occurred after the procedure or during return of the micro catheter. All products are 100% inspected for damages and irregularities during manufacture. Per the apollo IFU (instructions for use): ¿do not reposition catheter after start of onyx injections.¿ per the onyx IFU: ¿premature solidification of the onyx¿ les may occur if micro catheter luer contacts any amount of saline, blood or contrast. Do not interrupt the onyx les injection for longer than two minutes prior to re-injection. Solidification of the onyx les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter may result in catheter rupture.¿